Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 3030370. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported while using walgreens thin insulin syringes 1.0ml 31gauge 5/16" there was difficulty aspirating. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needles bend during injection. Consumer also reported that the needle will not draw.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using walgreens thin insulin syringes 1.0ml 31gauge 5/16" there was difficulty aspirating. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needles bend during injection. Consumer also reported that the needle will not draw.